Event description:
It was reported via repair work order that the cot was positioned at half height, when the patient sat on the cot and the head end dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has also provided communication that they are working with stryker au on a retraining program on proper device usage. The customer reported that their device was allegedly already serviced with no faults found and that no further details can be provided.

Event description:
It was reported via repair work order that the cot was positioned at half height, when the patient sat on the cot and the head end dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.